Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported doctor visit and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g7 *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported they went into hypoglycemia and their blood glucose (bg) levels decreased below 50 mg/dl. The patient was vomiting and his girlfriend gave him sugar and took him to the family doctor at madison clinic. The pod was removed from the infusion site (arm) and was handed over to the doctor. The doctor did not provide any treatment but changed the settings in the controller. The patient noted having changed his diet and has been eating a lot healthier. Since the change of diet, the patient's bg levels reportedly drop quicker. The patient was released from the clinic after 5 hours.